Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an intermittent out of range signal. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and no observations were found related to the customer complaint. The receiver download was reviewed and could not verify the customer complaint. A charge was performed and the receiver battery was fully recharged. Global receiver functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the receiver. Additionally, a pairing test was performed and no loss of antenna was observed through 2 hours of calibration and 12 hours of pairing with a matching transmitter. A screen shot was taken of the passed pairing test. The customer complaint of an intermittent out of range signal was not confirmed. The root cause could not be determined.